Event description:
A malfunction on the pump was reported after the customer took a hot shower with the device on. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to report any future issues.